Event description:
The customer reported that during a wound vac procedure, a fire started at the wound vac site 5-10 minutes after the pencil was laid down on the patient's upper thigh, about one foot away from where the fire occurred. Sterile saline was used after removal of the old sponge dressings, then new sponge dressings were placed into the wound. Then the cautery pencil was used. Three - five minutes after cautery was completed, cavilon was used to prep the wound edges. Around 30 seconds after application of the cavilon, the fire occurred. The cautery was not in use at the time of the fire. The pt received a 1st degree burn which did not require treatment. The pt was lying in an ICU bed and had sterile towels draping the area surrounding the wound.

Manufacturer narrative:
(B)(4). The incident pencil was not returned to covidien for evaluation. The site provided a photograph of the pencil which showed the pencil was bloodied with a build-up of eschar at the tip of the electrode. The instructions for use state do not place active accessories near or in contact with flammable materials (such as gauze or sugical drapes), flammable gases, or high levels of oxygen. Electrosurgical accessories that are activated or hot from use can cause a fire. When not using active accessories, place them in a holster or in a clean, dry, nonconductive and highly visible area not in contact with the patient. Evaluation of the concomitant generator found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received fro evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.